Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii-IV. (B)(4).

Event description:
It was reported that a (B)(6)-year-old non-hispanic female patient who underwent a breast augmentation revision with 215cc smooth mentor memorygel breast implant experienced left-sided grade iii-IV capsular contracture post-operatively. Capsular contracture was diagnosed via physical examination. As a result, the patient underwent explantation on (B)(6) 2020.